Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 300 mg/dl. The customer does not have back up plan. The troubleshooting was performed. The customer was advised that we will be sending tubing clamp so she can call us back and complete high pressure test. The customer was advised we would be overnighting and to contact as soon as she can.